Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2021. During examination of lead, it was noted that the ventricular pacing lead impedance was high and out of range and it was also noted that the capture threshold was elevated on the right ventricular (rv) lead. The physician observed that the impedance had gradually increased over time. No inappropriate therapies were delivered. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.